Event description:
Above knee-amputee pt was carrying a suit case to the car, the resistance of his prosthetic knee dropped out causing him to fall. Pt laid back and knee jackknifed giving an abduction/flexion moment causing a transverse fracture of proximal 1/3 femur and spiral fracture of the lateral condyle. After the fall the pt said that the knee switch was in the off position.